Event description:
It was reported that the insulin pump drive support cap is not moving. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed self test, error test, off no power test, displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test due to prime anomaly. Motor was tested outside the device and passed. Cracked battery tube threads noted during visual inspection.